Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hematoma is listed in the perclose prostyle instructions for use as potential adverse events of use of the device. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with three prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first two prostyle devices had no sutures attached to the needle with plunger removal. A hematoma developed in the rcfa. The left common femoral artery was successfully accessed with two prostyle devices preplaced. Returning to the rcfa, the third prostyle was inserted over the guide wire, yet the prostyle device was pushed out of the artery due the hematoma. An 8f sheath was inserted and both the guide wire and 8f sheath were pushed out of the artery due to the hematoma. Vessel access was lost. The procedure was aborted. Manual compression was used to treat the hematoma and achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged due to the prostyle use and hematoma. No additional information was provided.